Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a revascularization, of the left target lesion,an in.pact admiral balloon catheter was used to treat the left target lesion. During a second revascularization procedure, the target lesion was treated with an admiral xtreme pta balloon catheter. During a third revascularization of the left target lesion a femoral to popliteal stent graph was used. Approximately 12 months post the first revascularization, 19 months post the second revascularization, and 8 months post the femoral to popliteal stent graph, the patient suffered an occlusion of the left femoral-popliteal bypass graft. The event was treated with embolectomy and medication. The investigator assessed that the event was not related to index device, procedure or paclitaxel. The event is resolved.